Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube usage if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 the patient from (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017 the patient developed a fungal infection at the stoma site that required systemic treatment of fluzole 150 mg tablets.